Manufacturer narrative:
Eval: a service call was performed at this site on (B)(4), 2010. A component of the system, the union, was replaced. The union was returned for analysis and the report showed that the location board connector on the union was cracked which led to intermittent electrical connection. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia.

Event description:
It was reported that the location board, a component of the superdimension system, would not connect to the system. The superdimension portion of the case was cancelled with the pt under general anesthesia. There was no harm or injury to the patient reported.